Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review and re-documentation of the call by a senior cca. The patient alleged that the meter started reading inaccurately at 6:33am on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿288 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He reported that he had been taking ¿double doses of insulin¿ because of the high readings on the meter. He indicated that he called the doctor and made an appointment for a lab test on (B)(6) 2017 and the doctor advised him to fast from 9pm on the previous evening until the morning of the appointment. The patient indicated that while at the doctor¿s office, an a1c test was performed (result not specified) and a blood glucose result of ¿59 mg/dl¿ was obtained on the doctor/clinic meter. The patient denied that he had developed any symptoms but indicated that the healthcare professionals (hcps) gave him a ¿glucagon injection because he had taken too much insulin and his results were reading too low at the time of the appointment.¿ he reported that the hcps also tried to give him crackers and peanut butter but he was unable to eat them so he left the appointment and had a burger. During troubleshooting, the cca established that the patient¿s test strips were within expiry date and had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow him to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.